Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed ec 284 " excess_air_in_hex". The user was able to complete the case by disabling the sensor. No patient complications were reported.